Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. The customer¿s current blood glucose level was 175 mg/dl. The customer reported that there was problem with motor drive that pushes insulin out and reported that the drive support cap was protruding. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.